Manufacturer narrative:
Device evaluated by manufacturer: inspection of the device did not identify any damages or defects. Inspection of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the turbine was corroded. It was considered likely that the corrosion to the device identified during analysis was caused by the drying of the saline infusion that had been used during the procedure. When the rotablator advancer was connected to the rotablator console and the foot pedal was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, during which the advancer was dismantled, and the interior components were inspected for damages or defects. Inspection of the device found that the handshake connection was bent and the slide to the handshake connection could not fully cover the connection. After destructive testing was performed, it was found that the shutter was damaged. The damage present could lead to fiber optic interference. Design assurance and cork supplier quality were contacted, and it was verified that the shutter damage present was likely due to a molding defect from supplier.

Event description:
It was reported that the procedure was cancelled. The stenosed target lesion was located in the severely tortuous and calcified middle left anterior descending artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the device was kinked due to angulation when crossing the lesion and the device got stalled. The procedure was not completed due to the unavailability of the same device. No complications reported and the patient was stable after the procedure.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the device was kinked due to angulation when crossing the lesion. Also, device stalled. The procedure was not completed due to the unavailability of the same device. No patient injury was reported, and patient was stable after the procedure.